Event description:
Reportedly, continuous cardiac output values were incorrect. Customer stated co/ci value gets lower time and does not correlate with other pt info, does not seem accurate. No pt injury reported.

Manufacturer narrative:
Device not returned.